Event description:
Unomedical reference number (B)(4). Event occurred in colombia. On (B)(6) 2024, patient had reported that two infusion set was unstuck from body and tape was not sticking during use. No further information available.

Manufacturer narrative:
MDR 3003442380-2024-01314 - device 2 of 2.